Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that part of the display was missing on their onetouch verio2 meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.